Event description:
Patient was implanted with narrow lcp plate, screws, and cables on (B)(6) 2012 for a peri-prosthetic fracture of the right proximal femur. Patient complained of pain. X-rays taken on (B)(6) 2013 revealed broken plate as well as non-union. Patient was returned to the o.r. On (B)(6) 2013 for removal of all hardware. Patient was revised to a new plate, screws, and cables.

Manufacturer narrative:
Manufacturing engineer evaluated the device and indicated the received condition of the plate was broken at the 6th hole into 2 parts with some additional minor marking/scratching consistent will normal field usage. Inspection / measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features that could be related to the customer complaint at all measurable locations. Due to the returned part condition, measurements at the hole in which the part broke were unobtainable. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation was conducted and found the following: there is insufficient information regarding the original fracture, surgical technique and patient compliance to determine the cause of this complaint, therefore the complaint is indeterminate.